Manufacturer narrative:
(B)(4). Concomitant medical products: tcps taper adapter 8cm cat#: cp116041, lot#: 638340, cps short anchor plug 16mm cat#: 178558, lot#: 491970, cps centering sleeve 18mm cat#: 178540, lot#: 570200, cps transverse pin 6pk 32mm cat#: 178527, lot#: 889870, cps nut co-cr-mo alloy ca#: 178512, lot#: 755780. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is not being returned.

Event description:
It was reported that the patient has been scheduled for revision after initial right femur arthroplasty due to absence of ingrowth .

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously reported on medwatch#: 0001825034-2017-07059. This report should be void.

Event description:
No further event information available at the time of this report.